Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 30, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: a visual inspection under magnification was performed on the suspect product. The plunger rod was found fully retracted with viscoelastic residue observed throughout the cartridge. The cartridge tip was damaged. The lens module and device assembly were inspected revealing no issues; viscoelastic residue was observed below the lens module. The plunger rod and plunger rod inspection revealed no issues. The lens was received cut in half and coated in viscoelastic residue and what appears to be dried blood. The lens halves were cleaned revealing one haptic detached. One lens half was scratched and was chipped at the edge. The remaining haptic was measured and haptic thickness and width were in specification. No further evaluation was performed. The complaint issues "lead haptic not folded" was not identified, the complaint issue "haptic detached" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the monofocal intraocular lens (iol) was inserted, the leading haptic came out unfolded. After the iol was fully implanted, it was confirmed that the trailing haptic was detached. The optic of the lens was cut in half, the incision was slightly enlarged, and the lens was removed. The procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h6 - health effect - clinical code 4581: no code available (incision enlargement). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.